Event description:
On (B)(6) 2014 during a review of programming history, it was observed that a faulted system diagnostic test occurred on (b(6) 2008 which resulted in a settings change. The settings change was not noted during that appointment as no final interrogation was performed. The setting change was not found and corrected until the next appointment on (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.